Event description:
It was reported that the patient with this pacemaker was in pain and device was newly implanted. Additional information indicated that the patient was not scheduled for further intervention, has not communicated anything wrong nor been back to the clinic. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.